Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: the pump was returned with some alarm settings set to high audio. Alarms were simulated with the pump and the pump gave the appropriate warning. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was not emitting an audio alarm for high blood glucose warnings. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause them to not respond in time. There was no indication that the product caused or contributed to an adverse event.